Manufacturer narrative:
The lens was returned dry in a micro centrifuge vial with some moisture. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -13.0 diopter, in the patient's left eye (os) on (B)(6) 2013. The patient experienced low vault. On (B)(6) 2017 the lens was exchanged for a longer lens. The problem was resolved.